Event description:
The caller reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. The customer was feeling unwell, and was experiencing elevated blood glucose symptoms. The customer tested on her accu-chek instant system and received a normal blood glucose result of 5.4 mmol/l. Based on how the customer was feeling, she alleged that this result was too low, and called for an ambulance. The emt's arrived within 10 minutes and received a blood glucose result of 9.0 mmol/l on their device. The emt's treated the customer with an insulin injection to lower blood glucose levels. The customer recovered and was not transported to the hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.